Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.